Event description:
It was reported, the pt's stimulation felt like it was turning on and off. The pt had an injection procedure that morning. The device was set to zero volts and turned off prior to the procedure. Following the procedure, the pt was sent home where they were not able to turn the stimulation therapy back on. When the pt attempted to adjust the stimulation using the pt programmer, an error message appeared on the display. The message had an error code 574 and a "call your doctor icon". The error code indicated the pt had to have the device reprogrammed. Additional info has been requested but was not available on the date of this report.